Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012, the patient was pre-operatively diagnosed with degenerative disc disease of l5-s1 with occasional radiculitis and underwent following procedures: minimally-invasive l5-s1 interbody and posterolateral fusion. Instrumentation l5-s1. Application of the prosthetic device at l5-s1. Use of local autograft. As per op-notes, ¿a size 11 cage was packed with rhbmp-2 and allograft was packed in disc space. Bone graft was placed in the posterolateral gutter on the left side which included rhbmp-2, local autograft and allograft.¿ patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.